Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed record of loss of prime. On investigation, a rewind, load and prime sequence was performed without loss of prime occurring. The pump was exercised for 24 hours without loss of prime occurring. The force sensor was evaluated and found to be calibrated within specifications. The pump case was removed for investigation and there was no damage, defect or contamination of the interior pump components. The keypad was noted to be intact without damage. On testing, the up arrow, down arrow and contrast buttons demonstrated intermittent unresponsiveness. The ok button had normal function. The keypad cover was removed for investigation and revealed contamination under the contacts of the up arrow, down arrow and contrast buttons. The display screen was noted to be faded and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.

Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013: unresponsive keypad buttons with contamination of the button contacts. Faded, discolored display screen.